Event description:
It was initially reported that the device would fail its user test and the battery would have to be removed to exit the user test mode. After evaluation by physio-control, it was observed that the device is actually locking up after power up, during the self-test. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due to a shorted integrated circuit chip, designator u60 from the system controller pcb assembly.